Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the keypad cover was torn over the up arrow and down arrow buttons. It was reported that the keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/10/2014 with the following findings: the keypad cover was found to be torn through the up arrow and down arrow buttons. During testing, the up arrow, down arrow, and contrast keypad buttons were found to be intermittently unresponsive; the ok button responded appropriately. The keypad cover was removed and contamination was found under the up arrow, down arrow, and contrast key contacts. Unrelated to the complaint, evaluation revealed that the display was faded and discolored.